Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: a review of the black box did not show any activity outside normal use; there was no evidence of short battery life observed. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no issues. The current draws were found to be within specification. No errors, alarms, or warnings occurred during investigation. The pump cover was removed and there were no defects found to the power circuit. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.